Manufacturer narrative:
Upon investigation, no holes were found in the sheath and the array was fully intact. However a case frame crack was found in the dial which would have contributed to the cavity integrity assessment failure. This device failure would not lead to a serious injury or death.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the device would not pass cavity integrity assessment. Upon removing the device from the patient cavity, there was a hole in the array mesh. Another device was opened to complete the case. No additional details available. No patient injury/impact.